Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while performing strength training. Upon review, it was determined that the shock was delivered due to oversensed myopotential noise. The physician advised the patient to avoid similar exercises and reprogrammed the device to resolve the event. Boston scientific technical services was also contacted and confirmed that the new reprogramming was appropriate. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.